Event description:
A physician reported that a pt received her first treatment on 5/29/97 in the vermilion of the lips. On 6/10/97, the pt developed indurated papules at the injection site. Since the initial onset of symptoms, one area of papules had improved and another area developed. The physician diagnosed a hypersensitivity to collagen. On 6/10/97, he prescribed oral tetracycline and a topical neo-medrol, revealed that the medications failed to improve the symptoms.